Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the dimming function is not functioning due to an accidental failure of the main circuit board, light is not being emitted from the light source due to an accidental failure of lamp lighting section (lamp, power supply unit, igniter), and/or no light is emitted from the light source device due to an accidental failure of the output connector. Per the legal manufacturer, the cracked panel defect included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the front of the device was "cracked" and the light source was "not showing." The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.